Event description:
It was reported to philips that the system gave an alert indicating the flexvision computer was unable to detect grabber card, preventing x-ray. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The patient procedure was completed by moving the patient to another system. It was reported to philips that flexvision computer is unable to detect grabber card. Review of the logfile shows flexvision computer is unable to detect grabber card malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that although the image store was available, the review function was not accessible, and no x-ray images were present. On further troubleshooting, the rse used the pc diagnostics tool and found that the accessible computer was unable to detect the grabber card and requested onsite support. To resolve the issue, the philips field service engineer (fse) ordered and replaced the flexvision pc and installed the necessary software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.